Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID 823164) was returned for evaluation: device history record (DHR) - the product code 82-3164 with lot 7509498, conformed to the specifications when released to stock. Failure analysis - the position of the cam when the valve was received was at setting 40 mmh2o. The valve was visually inspected; no defect was noted. The valve passed the test for programming, occlusion, leak, reflux and pressure. Root cause analysis - no root cause could be determined for the failure issue reported by the customer as the technician could not confirm any problems with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve or could be due to a kink of catheter.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 3 reports linked to mfg report numbers: 3013886523-2025-00272, 3013886523-2025-00274. A physician reported that a hakim valve (ID 823164), a hakim ventricular catheter (ID 823041), and a bactiseal peritoneal catheter (ID 823074) were implanted via a ventriculoperitoneal (vp) shunt on an unknown date and in an unknown setting. The devices were removed due to suspected obstruction on an unknown date. The patient¿s condition improved after explantation, so the devices were not replaced. According to information provided, it is unknown if patient had any signs and symptoms due to suspicion of obstruction.